Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The battery estimate in (B)(6) 2021 showed five years remaining, while most recently in (B)(6) 2022 showed one and a half years remaining. The battery power and consumption showed high then nominal settings. The physician elected to review the device at a later date. The device explanted and was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The battery estimate in (B)(6) 2021 showed five years remaining, while most recently in (B)(6) 2022 showed one and a half years remaining. The battery power and consumption showed high then nominal settings. The physician elected to review the device at a later date. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this pacemaker exhibited premature battery depletion. The battery estimate in (B)(6) 2021 showed five years remaining, while most recently in (B)(6) 2022 showed one and a half years remaining. The battery power and consumption showed high then nominal settings. The physician elected to review the device at a later date. The device explanted and will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and will be returned. Upon return and analysis completion this investigation will be updated.